Event description:
It was reported via the sales rep, that the round fluted burs were heavily oxidized prior to re-sterilisation.

Manufacturer narrative:
The parts were received and upon visual inspection, it was confirmed they had discolouration. Feedback from the account indicates that the parts were washed in detergent prior to resterilisation. A full documentation review was carried out, no issues were identified that may have contributed to this alleged event. The root cause is undetermined. There is 4 other part numbers associated with this MDR as follows: 5620-010-130, 5620-010-140, 5620-010-150, 5620-010-160.